Manufacturer narrative:
Per further review it has been determined that this event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no flow on the arctic gel pads. Nurse reported they are attempting to start therapy and they could not able to fill. Ms&s explained that the arctic gel pads should be emptied and disconnected before filling. Nurse stated that the arctic gel pads were not attached. Nurse stated that water had spilled on the floor. They could not initially find the fill button but they found it. The arctic gel pad was working well. The nurse accidentally kicked over the sterile water used for filling which resulted in water spillage on the floor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no flow on the arctic sun device. Nurse reported they are attempting to start therapy and they could not able to fill. Ms&s explained that the arctic gel pads should be emptied and disconnected before filling. Nurse stated that the arctic gel pads were not attached. Nurse stated that water had spilled on the floor. They could not initially find the fill button but they found it. The arctic sun device was working well. The nurse accidentally kicked over the sterile water used for filling which resulted in water spillage on the floor.